Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred upon device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "error 322" was reproduced. A review of the event history log (ehl) revealed occurrences of system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower link switch, and the lower aux. The lower link switch, and the lower auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.